Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the thickness was difficult to set up. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the vdoc service portal. Product review of the air dermatome by (B)(4) on september 7, 2018 revealed that the device failed the entry calibration. The motor was worn and corroded. The thickness control shaft and control bar did not conform to the input tests. The reciprocating arm was also worn. Repair of the air dermatome has not yet been performed by(B)(4) as the quote for service is still pending customer approval. The reported event was confirmed since during the product review by (B)(4) it was noted that the device failed the entry calibration. The thickness control shaft and control bar did not conform to the input tests. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by (B)(4) it was noted that the device failed the entry calibration. The thickness control shaft and control bar did not conform to the input tests. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there were issues with the thickness of the graft and the device was difficult to set up. No adverse events were reported as a result of this malfunction.